Event description:
At 10:30 am on (B)(6), (B)(6) called to report an incident that allegedly involved the following product or device: assist rails for the elite riser electric bed. Vince morano reported that the following occurred on morning of (B)(6): resident went to roll over, the rail snapped and he fell out of bed. The following injuries allegedly occurred: he hit his head on the floor. (B)(6) reported that the injured party was treated at a hospital/clinic and released. The product has been taken out of use. The resident's approximate weight is over (B)(6). (B)(6) said that at the time of the incident he was not sure if there were other people present.